Manufacturer narrative:
The pump passed the active current test and sleep current test. Unable to perform displacement, rewind, prime/seating, basic occlusion alarm, force sensor test, occlusion test due to missing retainer ring. Unit failed to pass the self test due to pump error 63 occurring during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery (03/15/2023 07:06) was in the history files and traces and was expected. Pump error 63 variable (03) occurred on 04/18/2023 06:40 in history files and traces. No delivery alarms were on 03/19/2023: 03:25 bolus, 03:25 basal, 10:47 bolus, 14:08 bolus, 23:35 bolus, 23:45 basal in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube lip, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), detached retainer, peeling serial label, keypad overlay texture damage, damaged display window cover, corroded battery tube. Charge/battery lasts less than expected is not confirmed. Cosmetic damage is confirmed at the retainer ring. Keypad unresponsiveness is not confirmed. Unable to confirm no delivery due to missing retainer ring. Pump error 63 is confirmed due cracked soldered joint u1 pin (03). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was gone. Customer reported that insulin pump buttons was not sticking and unresponsive sometimes. Insulin pump also had a no delivery alarm. Customer stated that insulin pump was not holding a charge. No harm requiring medical intervention was reported. The product will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.